Event description:
Customer reported that the down arrow button on the insulin pump keypad became unresponsive. He stated that the insulin pump had not been dropped, bumped, or exposed to moisture. The blood glucose reading was 140 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened all buttons dome switch. The insulin pump had cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.